Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR numbers 1225714-2013-03336, 03337.

Event description:
The plaintiff's attorney that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2001 after the use of the product.